Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device sustained a cracked screen and required replacement, and the user was informed that the device¿s water resistance would no longer be maintained and that backup therapy should be in place due to uncertain functionality. Symptoms included no adverse clinical effects reported. Outcomes included no reported impact to health or need for medical care. Investigation included customer education on syncing data to the mobile app, shutdown procedures, and return logistics for the damaged device. Investigation of this case revealed device damage to the screen, consistent with a hardware screen failure affecting usability but not generating alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device.